Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device met al manufcture's specifications. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. However, during evaluation, it was noted that the filters were saturated. The assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an in-service, it was observed that the autolube device was not functioning properly. According to the report, the device was spraying oil from the side diffuser. It was further reported that the filters were but the issue persisted. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly